Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: g. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2017 a field service engineer (fse) followed over-the-phone and found out that the customer was running tubes with pour inserts on top of the tubes. The fse explained to the customer that this was not a valid protocol and the aia-360 instrument does not recognize the difference and may cause the sample nozzle assembly to crash. The fse walked the customer through replacing the sample nozzle assembly. The customer started up the instrument, ran quality controls and patient samples with no further issues. The aia-360 was operating as designed. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 23-sep-2016 through (B)(4) 2017. There were (B)(4) similar complaints identified during the searched period, which includes this event. The intact parathyroid hormone st aia-pack intact pth under specimen handling and collection indicates the following: serum, edta plasma is required for the assay. Heparinized or citrated plasma should not be used. When using serum, a venous blood sample is collected aseptically without additives (red top tube). Serum separating tubes or gel tubes have not been validated. The most probable cause of the bent sample nozzle assembly was due to the incorrect sample collection tubes being utilized by the customer.

Event description:
On (B)(6) 2017 a customer reported a bent sample nozzle assembly on the aia-360 instrument. The customer was unable to run patient samples on intact parathyroid hormone (ipth). On (B)(4) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.